Event description:
The customer reported blue fluid leaked from the probe and outside the instrument, involving the coulter lh 500 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control or risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed a fluid leak around the blood sampling valve (bsv) and noted the sample tubing to the rear blood detector was loose at the bsv. The fse replaced the tubing and resolved the fluid leak issue. No further issues were noted. Service activity was verified to meet specified requirements per established procedure. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).